Event description:
It was reported that following the procedure to replace the device and right ventricular (rv) lead, the patient had dyspnea and pain. An x-ray was done and there was evidence of pneumothorax. Therefore the patient was treated with oxygen and repetitive scans were done and thereafter with no evidence of pneumothorax. The rv lead remains in use. It was noted that the patient is part of the (B)(4) study. No patient further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).